Manufacturer narrative:
Additional information provided in evaluation codes and additional MFR narrative. A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria; therefore, the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown, therefore specific action in regards to this complaint could not be taken. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that one trocar was found to be broken when pulled back from insertion during a right eye vitreoretinal procedure. The procedure was completed with no patient harm. Additional information and product sample have been requested.